Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 857588) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included obesity. Concomitant products included clonazepam (klonopin) since 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 14 days after insertion of essure, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/ dysmenorrhea (cramping)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings / psychological or psychiatric problems ¿ mood swings"), fatigue ("fatigue"), menopause ("hormonal changes ¿ pre-menopause"), urinary tract disorder ("bladder or urinary problems or changes"), anxiety ("psychological or psychiatric problems ¿ anxiety"), nausea ("nausea") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (pain during intercourse)"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)- type: uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches"), hypersensitivity ("allergic reaction"), pain in extremity ("legs pain") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with antibiotics and surgery (underwent a hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, hypersensitivity, mood swings, menopause, urinary tract disorder, anxiety, urinary tract infection, nausea, bladder disorder and weight increased outcome was unknown and the headache, fatigue and pain in extremity was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menopause, menstrual disorder, mood swings, nausea, pain in extremity, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: 29-jun-2018: discrepancy was noted for insertion date of essure, previously follow up reported (B)(6) 2012 and in current follow up was updated to (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: obstruction of fallopian tubes; on (B)(6) 2014: obstruction of fallopian tubes. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet was received events added from pfs- pre-menopause, bladder or urinary problems or changes, anxiety, urinary tract infection, weight gain, nausea, legs pain and abnormal bleeding (general), mood swings, dyspareunia (pain during intercourse), and pain clubbed to previous events. Reporter was added. Patient demographic information was added. Lot number and product information was added. Lab data and concomitant disease was added from pfs. Outcome of the events headache and fatigue changed to recovering / resolving. Treatment drug antibiotics used for urinary tract infection were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding / abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 857588) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included obesity. Concomitant products included clonazepam (klonopin) since 2016. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, 14 days after insertion of essure, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/ dysmenorrhea (cramping)"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings / psychological or psychiatric problems ¿ mood swings"), fatigue ("fatigue"), menopause ("hormonal changes ¿ pre-menopause"), urinary tract disorder ("bladder or urinary problems or changes"), anxiety ("psychological or psychiatric problems ¿ anxiety"), nausea ("nausea") and bladder disorder ("bladder or urinary problems or changes"). In march 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (pain during intercourse)"). In march 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)- type: uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches"), hypersensitivity ("allergic reaction"), pain in extremity ("legs pain") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics and surgery (underwent a hysterectomy with with bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, hypersensitivity, mood swings, menopause, urinary tract disorder, anxiety, urinary tract infection, nausea, bladder disorder and weight increased outcome was unknown and the headache, fatigue and pain in extremity was resolving. The pregnancy outcome was not reported. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menopause, menstrual disorder, mood swings, nausea, pain in extremity, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: (B)(6)2018: discrepancy was noted for insertion date of essure, previously follow up reported (B)(6)2012 and in current follow up was updated to (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6)2012: obstruction of fallopian tubes; on (B)(6)2014: obstruction of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterectomy on (B)(6) ). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity and mood swings outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.